Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had returned back to work and was on their feet 40 hours per week dealing cards on table games. They indicated right side pain with burning sensation. It was noted that there were no steps taken to resolve the issue due to returning to full duty. The patient stated that the pain was unbearable on the left side buttocks and right side rib cage area and burning sensation at the battery area. The patient mentioned that they continue to have pain on the left side battery area with burning sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they had a hot sensation at the battery site when charging for an extended time. The patient described intermittent jolts of stimulation during postural changes and coughing. Impedances were found to all be within normal limits and the incision sites did not have any swelling or redness. It was noted that the patient was on a high density program and was having to charge every day or two. The patient did not like the charging interval frequency since it seemed to aggravate the battery site. The patient was educated that even with high density programming he may received a burst of stimulation during postural changes if the amplitude was not set properly. The patient was reprogrammed to a low density program to decrease the frequency of charging. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant was placed for leg pain and after implantation the patient no longer felt pain in his legs. The patient had new pain that felt like electricity in his ribs and he had a pain in his brain that may be migraine translation. It was noted that the implant discharged in three days and they had to recharge frequently. The consumer mentioned that when charging the recharger antenna burned the patient¿s skin. It was explained that the programmed settings were 7 and now were 10 and the patient was upset and just wanted the implant out. The patient was directed to follow-up with the healthcare professional to check the device and discuss explant. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.